Event description:
Additional information received from the healthcare provider (hcp). It was reported that the patient was morbidly obese. It was reported that the pump had migrated. The patient had their pump in the right gluteal region and it had migrated in the pocket, despite the pain management physician trying to do a repeat operation to get it to tack down and not move. The patient had significant amount of subcutaneous space tissue. The physician reported that by looking at the patient, the patient was not comfortable where the pump site was. The patient told the physician that the "pump is in the nerve itself." The physician was not really sure if that was true or not, but stated there was probably scar tissue irritating some nerve fiber endings. The physician thought it would be unlikely to be successful to make the right gluteal pump functional. The physician recommended that depending on the x-ray study, they would move it to the right abdominal location. The patient had an incision which looked like an intrathecal pump incision but there is a large 4 1/2 to 5 cm incision that was healed well which was from the patient's open appendectomy. The plan was to go above the incision of from the open appendectomy because the patient wears their waistline just below the old appendectomy incision. The plan was to try to put the pump in the subcutaneous tissue relatively superficially so that hopefully it would not flip in that tissue. The patient was advised to stop smoking, and to lose weight over time for overall health. The patient was scheduled for surgery. The plan was to connect another catheter into the system, the other option was to place a whole new catheter and remove the old one as they move the pump out. The plan was to test the catheter at the time of surgery to make sure it is function and make the decision in the operating room. The procedure was on 2016-01-29 for pump pocket revision due to the pain pump that rotated directly perpendicular to the incision where the pain pump was not able to be filled. Preoperative and post operative diagnoses included- right intrathecal fentanyl pump rotated and non-functional and non-refillable, medically refractory pain and morbid obesity. Procedures included: revision of a right intrathecal pain pump from the right gluteal region to the right abdominal location, reprogramming of fentanyl pump to 20mcg a day, revision of intrathecal catheter, testing of intrathecal catheter and revision of catheter to the new right abdominal pump incision. During the procedure, when the pump pocket was open, the catheter was lopped around the pump in its entirety. They were able to move the pump without any sharp instruments. They made sure not to damage the catheter. The pump was cleaned off with antibiotic-soaked ray-tec's. The catheter was detached, using a luer lock syringe, they were able to easily aspirate cerebral spinal fluid (csf), they pulled over 1ml out. They used bovie cautery to free up the loops of catheter and any scar tissue that was on there. The physician realized that they had to change the catheter length. They cut the intrathecal catheter to make sure that the straight connector was out of the field and measure that and program it into the pump once they had the new catheter in. They created a new right abdominal incision below the rib cage, created a pump pocket approximately 2cm deep. They tunneled from the pump pocket to the old right gluteal area and then passed a proximal catheter through without difficulty. The catheter was not cut and then they used an in-line straight connector to connect both segments and locked the sutureless connector in place. The pump was cleaned off with additional antibiotic irrigation and then it was connected and placed in the pump pocket. They made sure that the side port was approximately at about "7 o'clock." Both wounds were thoroughly irrigated. They made sure that all the catheter was underneath the pump and also closed well within the right gluteal wound. Both wounds were cleaned. The patient was extubated in the operating room and stayed overnight for pain control. At no point in time was there a csf leak seen in any of the incisions. The patient was kept overnight with reprogramming of fentanyl pump and with minimum personal therapy manager (ptm) dosing restarted.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative (rep) regarding a patient who was receiving fentanyl (concentration 300 mcg/ml, dose 20 mcg/ml) for spinal pain. It was reported that the pump flipped, the rep was not aware of any notable reason for pump flip; the issue was identified because the managing physician could not fill the pump. On this report date, the pump was moved from the flank around to the stomach, a new pump catheter segment was used to extend the catheter length. The issue was reported to be resolved. The patient status was alive - no injury.

Event description:
The patient's pump was previously moved from her flank to her abdomen in (B)(6).